Manufacturer narrative:
(B)(4). The analysis of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported suture break. The monofilament was not returned limiting the scope of this investigation; therefore, the cause of the reported suture break and difficult to position the knot could not be determined. Possible contributing factors for a suture break include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or incorrect deployment techniques. A suture break may occur if the plunger is removed aggressively, use of excessive suture tension when advancing the knot and if the knot becomes locked during knot advancement by pulling the wrong end (non-rail) of the monofilament. It was reported that the physician was in-training in the use of the device and could be a contributing factor. A review of the device lot history record did not reveal any nonconforming material records relevant to this event. A query of the complaint database for this lot did not reveal any indication of a lot specific product quality. Deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right and left common femoral arteries was attempted using perclose proglide devices after a percutaneous coronary intervention (pci) in the left anterior descending artery with chronic total occlusion. Reportedly, the pci procedure did not work. A bilateral femoral angiogram was performed and the puncture sites were at the proper position, which was above the superficial femoral artery bifurcation and below the inguinal epigastric artery. Per the instructions for use, the physician reprepped, regloved and redraped the puncture sites. The proglide sutures used in the left groin achieved hemostasis. Although scar tissue was noted in the right groin, the proglide was able to puncture the artery wall. During knot advancement with the suture trimmer, resistance was met and a rush of blood came out from the puncture site. The physician applied more force to retain the tension on the suture when the rail suture (suture limb that is used to advance the knot) broke. Manual arterial compression was applied to achieve hemostasis. The patient was stable throughout the procedure. The physician is reported to be in-training in the use of the device. No additional information was provided.